Manufacturer narrative:
This is the final supplemental report, the complaint is closed.

Event description:
Unknown event date. Notified that dr. (B)(6) will be revising an endo sl in patient (B)(6), tentatively scheduled for on (B)(6) 2024, due to a failure of the connection component. The representative has been notified to take images of and/or arrange to return any explanted devices. Will update information after revision procedure is completed. Updated on (B)(6) 2024: event date added. Patient presented at hospital after disassociation while walking. Revision performed on (B)(6) 2024, images of explanted parts included. The bushings were destroyed and the set screw was either never fully seated or had backed out, because it was proud. All explanted parts removed, successful outcome. Will send post-op x-rays if received [customer].

Event description:
Unknown event date. Notified that dr. C. Will be revising an endo sl in patient k.b., tentatively scheduled for (B)(6) 2024, due to a failure of the connection component.the representative has been notified to take images of and/or arrange to return any explanted devices. Will update information after revision procedure is completed.updated (B)(6) 2024: event date added. Patient presented at hospital after disassociation while walking. Revision performed on (B)(6) 2024, images of explanted parts included. The bushings were destroyed and the set screw was either never fully seated or had backed out, because it was proud. All explanted parts removed, successful outcome. Will send post-op x-rays if received.